Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported broken plan/cover glass and black stain at the distal tip appeared to have been exposed to heat and excessive force. A definitive root cause of the reported issue could not be determined, as no addition event information was reported, however, the issue was likely the result of improper user handling/excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the plan glass at distal end is damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the telescope "trueview ii", to olympus repair center for evaluation of a reported black stain and broken glass. There were no reports of patient harm.